Event description:
It was reported that a vented paclitaxel set had cytotoxic leakages from the vented air pin. The condition occurred before use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the sample was received for evaluation. Visual inspection of the photo did not reveal any defects. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.